Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink and open hole in the lap joint area of the sheath and a kink in the sheath assembly from femoral marker to the distal end. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked in the lap joint area of the sheath assembly due to the open hole, when it was flushed. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the open hole at the sheath lap joint is undeterminable. (B)(4).

Event description:
Reportable based on device analysis completed on 05jul2016. It was reported that lost image occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified distal left circumflex artery. An opticross imaging catheter was used to view the target lesion. During procedure, lost image occurred. The procedure was then completed with another opticross imaging catheter. No patient complications reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.